Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and showed no alarm history pertaining to the customer's stated problem. During analysis the customer's stated problem could not be verified after multiple flow and occlusion. The accuracy was in factory specifications, along with the size position and force calibration. Service recalibrated the pump as part of the preventive maintenance procedure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical medfusion 4000 pump delivery rate was in question. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.